Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: b3. A getinge field service engineer (fse) found that touch screen was covered with substance. Fse cleaned the touch screen and performed a full calibration and function check. No other issues noted. Returned to clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a defective touchscreen. There was no patient involvement.